Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump was damaged around the reservoir compartment. It was reported that the buttons were also unresponsive. It was reported that the customer was advised the pump would have to be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip oring. Unable to perform displacement test due to physical damage to case. Device was received with faded serial number label. Device was received with cracked keypad overlay at select button. Device was received with minor scratched display window, case and keypad overlay texture damaged. Device passed leak test. Device was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted.